Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip was malformed and dropped. The clip did not fall into pt. A new device was introduced to complete the case. There was no consequence to the pt.